Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the front panel display disappeared due to a faulty electrical circuit board. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, the screen turned black after the unit was started on the high flow insufflation unit. Additionally; the subject device kept beeping. The patient was not under anesthesia and the procedure was not delayed. The procedure was completed using another similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, it was confirmed the event occurred due to a faulty electrical circuit board. The specific root cause of the faulty electrical circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.